Manufacturer narrative:
Report date: (B)(6). There was no patient involvement.

Event description:
The customer reported that a ventilator experienced a machine and proximal pressure sensor failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported problem. The rse advised the customer to fully inspect the cable between the data acquisition (da) board and the motor controller printed circuit board assembly (pcba). The customer discovered that the cable was not fully seated. After reconnecting the cable, the unit powered on properly.